Manufacturer narrative:
The reported event could be confirmed with the help of the x-ray and picture provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿do not use components of stryker product systems together with components from any other manufacturer unless specified otherwise in the operative technique. Always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way. Before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The customer reported that during a gamma nail procedure, a drill broke inside the patient and can be seen on the x-ray.

Event description:
The customer reported that during a gamma nail procedure, a drill broke inside the patient and can be seen on the x-ray.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.